Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was shutting down. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit. The new coiled cord was retrofitted connecting the video generator to the backplane board replacing the two piece coiled cord. Iabp was exercised on test catheter and patient simulator overnight. No shutdown occurred and no fault codes generated. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use.